Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a free perforation with extravasation in a non-calcified lesion in the non-tortuous right coronary artery (rca). A 2.8x16mm rx graftmaster covered stent system was advanced via radial access, but failed to cross the lesion due to patient anatomy. No other device or procedural issues were noted. Another unspecified device was used to successfully seal the perforation with a satisfactory final patient outcome. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.